Event description:
It was reported that the coil detached prematurely and malpositioned. An 8mm x 20cm embold fibered coil was selected for use in an internal mesenteric artery aneurysm embolization procedure. During the procedure, intermittent flushing was performed, and a 021inch non-boston scientific microcatheter was used. The proximal part of the coil became damaged inside the catheter. The coil unraveled during multiple attempts to reposition at the ostium of the internal iliac artery. Furthermore, the detachment point came out of the microcatheter at some point during repositioning, and the coil detached early. The coil detached in an unintended location. The coil was left in place as is. However, stent placement is scheduled to be performed at a later date. No patient complications were reported.